Event description:
Initial info received by the MFR reported an infection at the ipg pocket resulting in partial device system retrieval. Add'l info was requested from the physician. The hcp reported on 01/12/2007 the date of onset of the infection was 10/11/2006. Perioperative antibiotics were administered and the pt does not have meningitis. The pt presented at follow-up with signs and symptoms of infection that included redness, swelling, drainage and pain and the primary location of the infection reportedly was the scalp incision at the connector (dbs lead track). The lead was placed in 2006. The hcp provided that a culture was obtained from the scalp incision that tested positive for staphylococcus aureus as the causative organism. Both IV and oral antibiotics were administered to treat the infection and the pt realized partial device system explant in 2006. No report has been received of lead explant; the device remains implanted. The infection has reportedly resolved. The hcp reports re-implantation of a both connector (extension device) and ipg, placed in 2007. See MFR report number 3004209178200602360.